Event description:
Pt with synchromed pump filled with 18cc of morphine and marcaine on 12/13/1999, returned on 12/21/1999 because of symptoms of nausea, vomitting, puffy eyelids and worsening back pain. (Rate of infusion had been set at morphine 4 mg/day and marcaine 1 mg/day.) Should have had approx 15cc remaining in the reservoir but only 2cc obtained on aspiration. Saline test done after discovery revealed pump to function correctly. It is not clear what caused this situation.